Manufacturer narrative:
Initial reporter name and address:: product ID: 977d260, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had increased low back and bilateral lower extremity pain on (B)(6) 20217. Imaging was performed on (B)(6) 2017 which revealed that the right lead migrated down by 1/2 vertebral body and the left lead migrated down by 1 electrode space. The patient was reprogrammed on (B)(6) 2017. The issue was resolved without sequelae by (B)(6) 2017.